Event description:
It was reported that during a new pump and catheter implant, the physician had difficulty removing the stylet. He stated that "it's very tight". Upon removal of the stylet, there was a shear of the catheter and the catheter had to be trimmed. Subsequently the rest of the surgery went well without any resulting issue. The medications being delivered via the device system were bupivicaine and fentanyl.

Manufacturer narrative:
(B)(4).